Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v342038, implanted: 2(B)(6) 009, product type: lead. Device code applies to lead (lot# v342038) and ins (serial#: (B)(4)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a loss of therapeutic effect and return of symptoms in (B)(6) 2016. It was indicated that it was not working at all, and they were the same as before being implanted. There were no falls or trauma related. The patient could feel stimulation with all four programs, but was not receiving therapeutic benefit. They had an appointment scheduled with the healthcare provider on (B)(6) 2016, and was going to request that a manufacturer representative also be present. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was received from the patient. Patient has experienced a loss or change of therapy and thinks their implant has not been working well for her for a while now. The patient has been working with a manufacture representative (rep) to get readjustments, but it still hasn't helped. Patient reported only holding maybe a fourth or less. Patient says the rep is thinking it is an issue with the leads so the patient will be having their leads replaced soon. The reason for the call is the patient wants to know if there are any newer systems that have come out that would be MRI eligible because the patient has several autoimmune diseases and other problems. It was reviewed that the patient 's implantable neurostimulator (ins) is the most up to date. Patient will follow up with their healthcare provider (hcp) to address the loss of therapy issue. Additional information was received from the rep. Rep said they had met the patient several months ago and could not recall if the patient had an impedance issue on a couple of electrodes. The rep and patient attempted walking through all 7 programs, but the patient wasn't getting the results that they had prior. At that point, the patient was going to discuss a lead revision with their hcp. Lead revision is scheduled for (B)(6) 2017. It was requested that the rep obtain a note regarding the impedances, but a note couldn't be acquired. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the ins quit working and the leads were changed, but the issue never resolved.